Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer's blood glucose was 89 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The customer also reported the bumper fell off the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and it alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker. The insulin pump passed self-test. No display anomaly noted.